Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the lens in the ks-3ai 25.0 preloaded injector system, 25.0 diopter was stuck in the injector. The lens was not implanted. There was no report of any patient injury.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the product was returned in device tray. Visual observation found no visible damage to device, not enough viscoelastic, dry residue on/in device, and the lens stuck in injector. Work order search: no similar complaints were reported for units within the same lot. (B)(4).